Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
Coil was stretched/detached during the coil retrieval into the mc. This patient was undergoing emergency treatment of the aneurysm. During coil embolization within an internal carotid artery-posterior cerebral artery, the physician deployed the first coil (gdc18, 2d, 7mm x 30cm) within the aneurysm successfully. There was a resistance between the second coil (trufil dcs, 636f00615) and microcatheter and difficulty was experienced while advancing the coil into the aneurysm. Attempts were made to withdraw the coil into the non cordis microcatheter, however, the coil got stuck within the edge of microcatheter and it stretched. The physician attempted to withdraw the coil out of the patient's body, the coil was stretched more. When the distal edge of introducer was withdrawn to the aorta, the coil detached from its introducer. He performed the placement of precise (7mm x 3cm) in the internal carotid artery for the anchoring of the stretched coil to the vessel wall and it was successful. The procedure was finished after the stent placement. The rate of aneurysm embolization was 19%. Current status of the patient's status was reported in stable condition. There was no information of the vessel characteristics and the patient.